Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A facility reported that the fluidics modules became disabled after use and system messages were displayed. There was no patient impact, however, it was necessary to cancel two procedures. This is the third of three reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).